Event description:
It was reported that the patient presented for a routine follow up and 72 asystole episodes were recoreded. The implantable cardiac monitor exhibited undersensing. The device was reporgrammed to maximum sensitivity and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.